Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: ng, inratio: 1.1, lab: 2.0. Customer stated that this data was from within the last week (customer called in on (B)(6) 2011). However, they also stated that they were having issues since (B)(6). Therapeutic range 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.